Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had two of these modulation systems inside of them and they were going to have to remove both of them go through pain to have them removed so they could have new ones put in from a different company. Patient noted they have to go above the pain level so that they can help relieve the pain. Patient mentioned that they are going through a lot of mental anguish and they might end up having to talk to a lawyer eventually. Patient said that they called their manufacturer representative (rep) on (B)(6) because they could not check their units off of either one of the implants. Patient then stated that on the saturday afternoon when they weren't able to shut the devices off, they still had things that they wanted to do that day and they ended up taking a fall and they thought they broke a couple fingers while doing that. Patient noted that they tried to get through to the rep on (B)(6) and they started telling them what was going on and wanted to know who was going to cover them going to the hospital to get their hand checked out as far as insurance goes. Patient then mentioned the rep told them, "that it was their problem and they could just shut the machines off" but patient said that wasn't the point and they wanted the implant working properly because people never gave them the information to begin with on how they work. Patient also mentioned they had a pamphlet for a docking system which didn't do anything for the machines that were implanted in them and that the pamphlet was given to them like 2 weeks before they put the new implants. Patient mentioned they still have someone else contact them because they were not taking no for an answer on any of. Patient mentioned they were going to their healthcare provider (hcp) on friday at 9:30 am and wants to see if someone can meet them there to give them all the info they need. Agent submitted a request for the patient manual to be mailed out to patient. Agent reviewed the role of a rep and sent an email to the field for visibility. The patient was redirected to healthcare provider to further address the issue. Agent did their best to accurately document information given at time of call.

Manufacturer narrative:
Continuation of d10: product ID 977006 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurosti mulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with two implanted implantable neurostimulator (ins) devices experienced a fall due to excessive sti mulation, which occurred after the patient turned the stimulator up to a high level. The patient reported receiving a strong jolt in the legs while walking, resulting in a fall that caused three broken fingers, a hip injury, and an elbow injury. Additional symptoms included walking difficulty, immobility, loss of balance, and new pain unrelated to baseline. The patient described a communication issue between the handset/communicator and the battery, with difficult or intermittent connection, and was initially unable to connect to the communicator to turn the stimulation down. The patient later stated they were able to connect to the communicator and turn both implantable pulse generators off to stop the stimulation. The patient alleged not receiving a brochure or information on device use after a battery replacement and claimed a lack of education on device use, despite having attended several follow-up and reprogramming appointments. The patient refused medical evaluation and follow-up appointments offered to assess injuries and review device use. The patient was advised to seek medical evaluation, which was declined. Troubleshooting steps discussed included reviewing the equipment, explaining that pressing the communicator power button could cause reset and disconnection, and advising to allow de vices to automatically pair and power on with bluetooth connectivity. The patient was later able to connect to the communicator and reported the device was connecting properly. No tests or imaging were conducted. The patient remained alive with injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.